Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up. Upon interrogation of the pulse generator, it was discovered that there were short episodes of atrial lead noise. The noise was not reproducible with range of motion exercises. The physician was notified and elected to not make any changes. There were no adverse consequences to the patient.